Event description:
It was reported that patient underwent total hip revision on (B)(6), 2011, in which biomet product was implanted with allograft and op1. A second revision was performed on (B)(6), 2012, due to acetabular lucency. During revision it was noted that the acetabular cup was not fixed to the bone graft. The acetabular cup and screws were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under precautions and/or possible adverse effects: "loosening or migration of the implants can occur due to loss of fixation, trauma, mal- alignment, bone resorption, and excessive activity." The user facility is outside of the united states. No medwatch report was received. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00086 through 88).